Event description:
In 2009, the lay user/patient in another country, contacted lifescan alleging the one touch ultra meter was reading inaccurately high. On the morning of the event date, before breakfast, the patient performed blood glucose tests and reportedly obtained results of 306 and 334 mg/dl. She decided to take 6 units of rapid-acting insulin and 9 units of lantus based on the result. The patient takes her insulin on a sliding scale. Before lunch, the patient obtained a result of 117 mg/dl and took 4.5 units of the rapid insulin. At 1pm, the patient reportedly felt weak and fell unconscious. She fell and couldn't test. She stated she stayed unconscious for around 5 hours. The patient came back to her senses without any outside help, had oral sugar and felt better at 7:30pm. She tested her blood sugar at that time and obtained a result of 172 mg/dl. The patient tests her blood sugar 4 times per day and more when she feels worried about her blood sugar. The patient also claims that she has had results around 430 mg/dl in the evening in the same month. The patient's target blood glucose level is 130 mg/dl. It was determined during the troubleshooting telephone call the patient's testing technique was correct. The puncture area was cleaned correctly. The meter was set to the correct unit of measure at the time of testing. This complaint is being reported because the patient alleged she obtained inaccurately high results, took additional insulin based on the results, and fell unconscious due to hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.